Manufacturer narrative:
Device evaluation: device was evaluated on 29 may 2019. There is a major kink on working length, 1.5 cm distal from the device's bifurcate handle, with a confirmed exposed fiber. There is also a major kink on the working length, 6 cm distal from the device's bifurcate handle, with fibers exposed. A minor kink is present on the working length of the device, 16 cm proximal to the distal tip, with no exposed fibers. Approximately 1/8 fibers are dead at the tip of the device and at the proximal coupler fiber bundle. No damage seen to the bifurcate, proximal coupler or tail tube. This has been determined to be use related due to the kink in the device; subsequently the broken fibers burned through the outer jacket.

Event description:
This report is being submitted for the reported light escaping from the glidelight device, with potential exposure to manufacturing materials and accidental radiation exposure. A lead extraction procedure commenced to remove 2 leads that had been implanted in 1998: a right atrial (ra) lead and a right ventricular (rv) lead after an unsuccessful attempt at performing a pacemaker generator extrusion due to bacteremia, non function and occlusion; therefore a total system extraction was indicated. Spectranetics devices in use: glidelight, tightrail and lead locking devices (lld's) placed in each lead. While using the tightrail and glidelight devices, it was reported the physician had difficulty advancing, and reported low efficiency with attempts to advance the glidelight device. It was at that point it was noted that light was escaping from the glidelight device, being covered by the device's outer sheath. A new device was then needed. At this time, the lld, present in the ra lead, broke (please see MDR #1721279-2019-00088 which captures the lld breaking), necessitating removal of the broken lld (which was successful) and replacement with another lld in the lead. Unfortunately, it was not possible to complete extraction of both electrodes, with the tip of the ra lead and approximately 5 cm of the rv remaining in the patient. The lld's were successfully removed from both leads and just the leads themselves remained in the patient. No reported injury or harm occurred to the patient.